Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported the patient was at the store last week and touched his fingertips together and would feel a shocking sensation between his fingertips. The patient¿s daughter was in the cart and she also felt a shock when touching the cart. The patient's left leg was numb and tingled all the time, even with stimulation off. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.